Event description:
The customer observed falsely elevated troponin results for one patient while using the architect stat troponin-I assay. The customer provided the following results: (B)(6) 2014: 3.296, retested at a reference lab: 3.119 ng/ml; (B)(6) 2014: 2.274, retested at a reference lab: 2.266 ng/ml the customer indicated that the results did not align with the patient clinical symptoms. The customer also stated that the patients ck-mb results were acceptable and his bnp results were less than 5. There was no drop in result values when the heterophilic antibody was added to each specimen. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 41059un13, which met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number 02k41, lot 41059un13, was identified.